Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's battery charger/modem would not power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem won't power up) was confirmed. Upon investigation u13, an 8-bit cmos flash micro-controller, was found to be defective on the battery charger/modem's bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component.